Event description:
A surgeon reports when starting a treatment, "error 20 (secondary energy too high)" displayed just when pressing the pedal. The laser was restarted, tested, and then performed the treatment as planned. The flap was open a long time due to the delay and the pt exhibited an overcorrection. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable information becomes available. This report was mailed to FDA on: (B)(6) 2010. The manufacturer internal reference number is: (B)(4) .